Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, oversensing of noise was observed. Patient received inappropriate atp as a result. Lead revision was recommended. No further information is available at this time.